Event description:
It was reported that this pacemaker system exhibited far field oversensing on the right atrial (ra) lead channel. Technical services (ts) was consulted and upon review it was noted that the intrinsic ra amplitude was chronically low and thus there are limited programming options. Ts advised on adjusting sensitivity. No adverse patent effects were reported. This device remains in service. Additional information was received indicating that this system continues to exhibit far field oversensing. Ts was consulted and limited programming options were discussed due to the patient intrinsic low amplitude. It was also mentioned that the patient experienced palpitations from right ventricular (rv) lead channel pacing. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker system exhibited far field oversensing on the right atrial (ra) lead channel. Technical services (ts) was consulted and upon review it was noted that the intrinsic ra amplitude was chronically low and thus there are limited programming options. Ts advised on adjusting sensitivity. No adverse patent effects were reported. This device remains in service. Additional information was received indicating that this system continues to exhibit far field oversensing. Ts was consulted and limited programming options were discussed due to the patient intrinsic low amplitude. It was also mentioned that the patient experienced palpitations from right ventricular (rv) lead channel pacing. No additional adverse patient effects were reported. This device remains in service. Additional information was received indicating that the palpitations were caused due to programming changes that led to undersensing and pacing delivery when not required. Technical services (ts) was consulted, and further programming options were discussed. No additional adverse patient effects were reported. This device remains in service.

Event description:
It was reported that this pacemaker system exhibited far field oversensing on the right atrial (ra) lead channel. Technical services (ts) was consulted and upon review it was noted that the intrinsic ra amplitude was chronically low and thus there are limited programming options. Ts advised on adjusting sensitivity. No adverse patent effects were reported. This device remains in service. Additional information was received indicating that this system continues to exhibit far field oversensing. Ts was consulted and limited programming options were discussed due to the patient intrinsic low amplitude. It was also mentioned that the patient experienced palpitations from right ventricular (rv) lead channel pacing. No additional adverse patient effects were reported. This device remains in service. Additional information was received indicating that the palpitations were caused due to programming changes that led to undersensing and pacing delivery when not required. Technical services (ts) was consulted, and further programming options were discussed. No additional adverse patient effects were reported. This device remains in service. Additional information was received indicating that after programming enhancements, the system now exhibits noise oversensing on the right ventricular (rv) lead channel. Ts advised on limited programming options. No additional adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this pacemaker system exhibited far field oversensing on the right atrial (ra) lead channel. Technical services (ts) was consulted and upon review it was noted that the intrinsic ra amplitude was chronically low and thus there are limited programming options. Ts advised on adjusting sensitivity. No adverse patent effects were reported. This device remains in service.